Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and rising thresholds. It was also reported that the high thresholds on the rv lead resulted in faster than anticipated battery rain on the implantable pulse generator (ipg). The right ventricular (rv) lead was explanted and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.